Manufacturer narrative:
The customer reported that the transmitter was getting hot to touch. The nurse disposed the batteries. The customer was sent an exchange unit. The batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which, per an nkc investigation on a similar incident is indicative of improper battery insertion. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter was getting hot to touch.